Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Following the procedure, an echocardiogram revealed a pericardial effusion had occurred in the right atrium. A sternotomy was performed and a perforation had occurred in the coronary sinus. There were no performance issued with any abbott devices. The only catheter in the coronary sinus was the inquiry catheter. Per the physician, the steam pop was not related to the perforation.